Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t high sensitive stat results for 1 patient sample on a cobas 6000 e601 module. The initial result was 113.5 pg/ml. Two hours after the initial result was taken, a new sample from the same patient was tested, and the result was 17.37 pg/ml. Due to the discrepancy, the initial sample was repeated.the repeated results from the original sample were 21.81 pg/ml (taken using a different analyzer) and 21.57 pg/ml (taken using the same analyzer used to obtain the initial result). The results were not reported outside of the laboratory, and it is unknown which result was deemed correct. The lot number was 41679701. The expiration date was requested but not provided.